Event description:
It was reported that a 34-year old caucasian female patient underwent primary breast augmentation with two 290cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade unknown). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2005. The replacement devices were: (left) 420cc mentor smooth round high profile saline, catalog: 3503420, lot: 5559589, sn: (B)(4) and (right) 420cc mentor smooth round high profile saline, catalog: 3503420, lot: 5559589, sn: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.